Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed. The patient was in stable condition.

Event description:
Additional information was received indicating noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead following the reprogramming. Diagnostic imaging was performed and rv lead dislodgment was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicating right ventricular lead dislodgment not observed. The patient experienced dizziness; however, it is unknown if related to the noise. The patient was in stable condition.

Event description:
Additional information was received indicating abbott technical support was contacted.